Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, it was noted that the patient had multiple lesions to the left femoral artery and iliac, and the impella sheath was unable to be placed. The decision was made to place the 16f dry seal sheath. Once placed, the patient slowly stabilized. However, they were unable to fix the right coronary artery and there was no flow to the left leg. The decision was made to explant the pump and request that vascular fix the iliac and left femoral artery with possible bypass or endarterectomy.